Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited bipolar capture thresholds of 3 v and undersensing. The bipolar lead impedance was 2703 ohms. After reprogramming the atrial output of the pulse generator from 3.0 v to 4.0 v, capture was maintained and sensing was normal. A patient follow-up was scheduled.